Event description:
New information received notes programming changes were made. No additional issues were observed during remote monitoring. There were no patient consequences.

Event description:
It was reported that the right ventricle lead exhibited over-sensing noise. No intervention was performed. No patient consequences.